Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that the customer was admitted to hospital with diabetes ketoacidosis on unknown date and with unknown blood glucose. Customer currently using multi dose injection. Customer would like to discontinue insulin pump therapy. Nurse did not have any information regarding the hospitalization. The insulin pump will be returned for analysis.